Event description:
It was reported that the tip snapped off the thoracic pedicle feeler during a spinal fusion procedure. Nothing fell into the surgical site. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.

Event description:
It was reported that the tip snapped off the thoracic pedicle feeler during a spinal fusion procedure. Nothing fell into the surgical site. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.

Manufacturer narrative:
During failure analysis, the reported event that the tip was broken off was confirmed through the visual inspection. During the device evaluation we were unable to determine what caused the broken tip. It is possible rough or improper handling led to the broken tip. The device was discarded by the manufacturer following evaluation.

Manufacturer narrative:
Device return expected, but not yet received.